Manufacturer narrative:
It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that recapture difficulties occurred. A left atrial appendage (laa) closure procedure was being performed. A 30mm watchman ® laa closure device & delivery system was inserted into the watchman ® access system. The closure device was deployed slightly proximal to the ostium and was under compressed. They attempted to perform a full recapture, but the feet of the closure device were stuck in the appendage. Three partial recaptures and redeployments were attempted with a counter clockwise motion, but the closure device remained stuck in the appendage. On the third attempt, the closure device landed in a better location. The release criteria were met and the closure device was released. No patient complications were reported and the patients status is fine.